Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the noisy image occurred due to a damaged charged coupled device unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image during angulation and had a damaged charged coupled device unit. There was no patient involvement.